Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00933, 3005168196-2016-00934, 3005168196-2016-00935, the device remains implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils 400 (pc400). During the procedure, after delivering four pc400 coils in the target vessel, it was noticed that a pc400 loop was prolapsing in the anterior communicating artery (acom). No flow or thromboembolic problems were observed; however, the protruding pc400 loop was secured using a stent and dual antiplatelet therapy (dapt). There was no report of an adverse effect to the patient.